Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had partial display. The customer's blood glucose was unknown at the time of incident. Self test was performed and it was reported that the screen had missing segments. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with missing segments/partial display, problem isolated to lcd board. We were unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify bolus wizard anomaly due to missing segment. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.